Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a battery depletion (bd) alert. Boston scientific technical services (ts) was contacted for review, and it was determined that the alert was declared due to extensive magnet application. Ts confirmed that the battery voltage would recover, and all other device parameters were stable with no abnormalities. It was recommended to assess whether the patient had clothing/possessions with strong magnets in them, or if they underwent a procedure that could have exposed them to magnetic interference. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.